Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
B3: 7/10/2022.